Manufacturer narrative:
Investigation into this event confirmed the customer's observations. A field engineer serviced the instrument and made adjustments. Replacement of the teflon tubing brought the instrument back to expected operation. The root cause of this event was instrument related.

Event description:
A customer observed that the analyzer probe was not dispensing reagents and the gel cards looked empty. Incorrect reagent or plasma dispensing could result in erroneous blood typing results. There was no report of harm as a result of this event.